Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. X-ray imaging confirmed lead migration of both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
A patient was experiencing ineffective stimulation was reported to abbott. X-ray imaging confirmed lead migration of both leads. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.